Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic sigmoidectomy. According to the procedure: surgeon had difficulty inflating the balloon. The air was insufflated only 2-3 cc, the device was replaced. Procedure was completed with another device from the same lot number without further incident. No patient harm. Operating time not extended. Patient age, gender and weight: unknown. The device was discarded.